Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, over infusion was noted. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratched and cracked lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, an inaccuracy test was performed. Customer problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery expulsor was out of specs. The expulsor will be replaced in order to bring the delivery into more nominal of a range. No further actions taken.